Event description:
It was reported that during inspection of the universal handpiece, it was observed that a piece is missing off the tip of the device and the outer casing is cracked. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that during inspection of the universal handpiece, it was observed that a piece is missing off the tip of the device and the outer casing is cracked. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Not received by manufacturer.

Manufacturer narrative:
The customer comment was confirmed. It confirmed during visual inspection of the device that the angle nut tip was missing and the casing cover was cracked. Based on a review of the manufacturer's instructions for use, a broken angle nut can be caused by over torqueing of the angle nut while attaching a tip to the handpiece and accidental damage to the cover can cause it to crack.